Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the air dermatome had missing screws. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the device was missing screws. The customer returned an air dermatome device, (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on (B)(6) 2018 revealed that the device was missing screws 10-32x5/8" ss fh philips screw part number 06001810405. The device also had worn bearings, swivel, and rough running motor. The customer hose and width plates were not returned for evaluation. The calibration was within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on january 19, 2018 which included replacement of the reciprocating arm, bearings, seal and retaining ring, motor, swivel, and poppet assembly. Air dermatome, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the device had missing 10-32x5/8" ss fh philips screws part number 06001810405. However, it was also noted that the device had worn bearings, swivel, and rough running motor. Unfortunately, with the information provided, we are unable to provide further analysis of the complaint reported, or draw any definitive conclusions as to the root cause of the reported issue. If additional substantive information is provided, we will re-evaluate this complaint and provide a more detailed conclusion. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, (B)(4), was repaired, tested and returned to the customer.